Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a sterling sl balloon catheter with an unknown .009" guidewire stuck inside the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink at the strain relief and a kink 36cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the device is kinked and there is a guidewire stuck inside the device.

Event description:
Reportable based on device analysis completed on 16nov2021. It was reported that an unknown device issue occurred. The patient presented with peripheral artery disease. A 4.0mm x 150mm x 150cm sterling sl was selected for use; however, an unknown device issue was noted. No further information is available. However, completed device analysis revealed that a guidewire was stuck inside the device.